Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. The complaint facility (B)(6) hospital informed cook on (B)(6) 2019 of an incident involving a flexor introducer with an unknown rpn from an unknown lot. It was reported that the sheath looked mangled and fractured and had a fine white string coming out of the distal end of the sheath after the procedure. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. The patient reportedly experienced no adverse effects as a result of this incident, no additional harm was reported. A visual inspection and dimensional verification of the returned device as well as a document based investigation were conducted during the evaluation of this event. The document based investigation included reviews of the drawing, manufacturer¿s instructions, quality control procedures, specifications, and instructions for use (IFU). The visual inspection of the returned package confirmed that one 6 fr flexor sheath was returned to cook for investigation. The returned device had biomatter throughout and was separated 5mm from the check-flo cap with 3mm of exposed coiling. No elongation was noted on the shaft. The distal end of the shaft had a 5cm split going through the tip. A thin filament of tubing material was exposed and exiting the split. Using a borescope, it was observed that there was a line of delamination lining running the length of the shaft suggesting that the delamination occurred due to a manufacturing deficiency and not through use of the atherectomy device. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. It was confirmed from the device failure analysis and manufacturing documents that the device was manufactured out of specification. However, there is not sufficient evidence to suggest that there are additional nonconforming devices from the complaint lot in house or in the field. It was determined through reviews of the complaint file, device history record, complaint history, validations, manufacturing documents, or device failure analysis that the inspection activities are sufficient to prevent the release of non-conforming product related to separation. An IFU is provided with this device, which states to carefully consider reinserting the dilator prior to removal to reduce the risk of separation. Additionally, the IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. Cook did not establish a definitive cause for the separation of the device. Possible causes for the separation include the patient's anatomy, the nature of the procedure, and/or user handling. The, "fine white string," reported by the customer was determined to be delamination by the investigation. This failure mode is consistent with a previously conducted nonconformance investigation which determined that the delamination is related to inadequate quality control measures. There is currently an open CAPA investigating this failure. The risk assessment for this failure mode was reviewed, and no additional escalation actions are recommended. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Occupation = unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an atherectomy performed on a patient of unknown medical history and demographics, damage was observed to an unknown cook flexor sheath on device removal. A "fine white string" was noted during removal, and the device appeared "mangled and fractured" after it had been retrieved from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.